Event description:
It was reported that the customer had high blood glucose levels of 280 mg/dl. The customer reported that the insulin pump alarmed no delivery sometime in (B)(6) 2014. The customer was unable to troubleshoot at that time. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).